Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the customer called in to report that the unit is out of alignment and required a quote for service. When the beam alignment was checked with the barrel and tip after the customer initially turned the machine on, before it was to be used on a patient. Where the red dot was placed, the laser fired outside of the red dot. There were no errors reported. There was no patient involved in the event.